Event description:
It was reported by the patient that the cannula did not deploy or insert as intended during activation. The pink slide was not forward, indicating a needle mechanism failure.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Manufacturer narrative:
The device was received undeployed. The device completed first prime at 43 pulses, and the device was deactivated at 53 pulses. No alarms, timeouts, nor drive stalls were observed. Upon opening the device, the needle mechanism deployed. The linkage assembly was inspected for damages. The portion of the linkage assembly that connects to the slide retract was observed to be deformed. This deformity caused an interference between the linkage assembly and the top housing, preventing the deployment of the needle mechanism.